Manufacturer narrative:
Device passed the displacement test but rewind anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to loose drive support disk. No charged/battery lasts less than expected anomaly and failed battery alarm noted. Device received with broken battery tube threads. Cracked reservoir tube lip and cracked belt clip slot. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rewound errors. Customer stated that the insulin pump had crack on battery compartment and had rainbow effect on screen. Customer also stated that the batteries were last about two weeks, insulin pump rejects new batteries but this might possible had been rectified by replacing battery cap. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.